Manufacturer narrative:
(B)(4). This report for the system error (B)(4) (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). For product code information as this was not available at the time of the initial medwatch submission.

Event description:
A customer contacted baxter's (B)(4) and reported a system error 2240 / 2367 (air in line), which occurred on the homechoice (hc) during fill 1. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) had the nurse review the alarm log to confirm the system error 2240. The tsr instructed the nurse to setup with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. The product code was not provided. The product code r5c4479 was used for logging purposes only.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the root cause could not be identified and a batch review could not be performed. Should additional information become available, a follow up medwatch will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.